Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -9.95%, without claves, the accuracy reading was -6.21%, with the walkmed bag the accuracy reading was -11.18%., the mod test was-3.75%. And the bench test accuracy reading was -5.8% .there was no patient involvement.